Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 500 mg/dl. The customer's mother stated that the customer's blood glucose continued to rise despite being connected to the insulin pump. No alerts were observed. She noted that the infusion set has been changed 3 times over the last 3 to 4 days. The customer experienced vomiting and diabetic ketoacidosis. One no delivery alarm was found in the alarm history and the customer stated that the last infusion set was bent. Unable to complete troubleshooting due to lack of tubing clamp. Advised the customer to change the entire infusion set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.